Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited episodes of noise and oversensing in the stored egrams on the shocking channel. In addition, the local guidant representative is having difficulty obtaining right ventricular (rv) capture and lead measurements.